Event description:
The consumer reported that they bumped the right side of their right foot and sustained a small laceration. Consumer stated that they applied a johnson & johnson band-aid brand adhesive bandage to the cut, but the bandage kept rubbing inside their shoe, resulting in irritation. Consumer next purchased band-aid brand liquid bandage and applied it as per the package directions to their cut and the irritated area. In their words, the consumer stated that they removed the product about 2-3 days later with baby oil as per the package directions, and the liquid bandage allegedly removed several layers of skin. Consumer further reported that the irritated area was ulcerated. Consumer saw their family doctor who allegedly referred the consumer to a podiatrist. The podiatrist alledgedly diagnosed an infected ulcer, with yellow drainage from the wound. Allededly, the podiatrist prescribed silvadene cream and oral antibiotics. Consumer stated that the wound did not heal and they went back to the podiatrist. Consumer asserts that another round of oral antibiotics was prescribed and that weekly office visits were required. In their words, it was very painful. Consumer reported that the sore was then healing and was whiter than the surrounding skin. Consumer stated that they were concerned because the doctor allegedly suggested that he has seen another reaction related to this product.